Event description:
A malfunction alarm labeled as "malf 12" was reported, but there was no adverse impact on the customer's blood glucose level. The customer received guidance from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arise, which they understood and acknowledged.